Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qjmhtu, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Additional information was requested and the following was obtained: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? There were no issues with the suture when opened or during use. The suture was found broken and the knots were undone on all layers of the patient's incision and some suture was missing all together. How it was described to me was complete failure all together.

Event description:
It was reported that a dog underwent a spay procedure on an unknown date and suture was used. Post-op, the suture was found broken and the knots were undone on all layers of the patient's incision.